Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report is for use error ¿ reuse of single-use error, where the home patient (hp) reused the supplies that were used in the previous therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm, the home patient (hp) reused supplies from the previous therapy. The hp connected while the homechoice (hc) was still in the prime cycle. After disconnecting from the hc, the hp reused the same supplies in order to continue the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.